Manufacturer narrative:
B5: the lens was implanted on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to anterior synechiae. The lens was replaced and the problem was resolved. Cause of the event was unknown. H6: health impact- clinical code: 4581 - anterior synechiae. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -10.50 diopter, in the patients left eye (os). The lens was explanted due to excessive vaulting and significant reduction of irido-corneal angles (the patient did not have the expected result). The lens was replaced with a smaller size lens (12.1) with the same diopter. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens of diopter -10.50, into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was explanted due to excessive vaulting and mydriasis. A replacement lens of a shorter length was implanted on the same day separate surgery. The problem was resolved. The cause of the event is unknown. H6- health impact- clinical code: 4581- mydriasis. Claim # (B)(4).